Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no issues were found and the device appears to be in good conditions. The distal housing of the transducer was observed complete and with no shattered pieces. The imaging window was observed damaged near the lapjoint section. Impedance testing shows a good unit wave form. Image testing was not performed due to the observed damage.

Event description:
Reportable based on device analysis completed on 28may2020. It was reported that no image was observed. The 90% stenosed target lesion was located in the distal end of the left anterior descending artery. An opticross imaging catheter was selected for use. However, it was noted that the catheter could not show the image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a partial detachment of the imaging window from the sheath assembly.